Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the emergency room after receiving inappropriate therapy. Programming changes were made. No device malfunction was suspected. Device remains implanted.